Event description:
A malfunction with code malf 16 was reported for the pump, with prior notable events denied by the customer. There was no reported adverse impact to customer's blood glucose level. Technical support agreed to replace the pump. The customer was instructed to use multiple daily injections as backup therapy and was guided on how to put the pump into storage mode before returning it using a pre-paid label within ten days.